Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a sponge stick. The customer states that the sponge came off the stick during use. The customer further reports that the sponge was not left in the pt and no medical intervention required.

Manufacturer narrative:
(B)(6). An investigation is currently underway. Upon completion, the results will be forwarded.